Event description:
It was reported by customer that beginning inserting the needle to access the vein, passed the guidewire through the needle, and then proceed to withdraw the needle. It was at that time noticed the green safety lock on the needle slide right off the needle and onto the wire. At no point did I feel any resistance in the safety mechanism or feel anything snap, it just came right off the needle. I carefully withdrew the needle and the green safety lock off the guideline and placed it on my tray until we were finished and could safely dispose of it in the sharps-container. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.